Manufacturer narrative:
Facility maintenance inspected the lift within a day of the incident and did not find any issues with the equipment. The sling was inspected at the time of the incident; no fault was found. On 19may2021, the distributor also inspected the lift to confirm it was in good working order. The cna who was transferring the resident at the time of the incident did not have the sling positioned around the resident properly. The straps were not crisscrossed through the legs. This allowed the resident to fall from the sling. Additionally, the facility's policy is to utilize two cnas per transfer. There was a visiting nurse/cna agency in this case who did not follow the policy; only one cna was involved. The root cause of this incident is user error; the equipment did not malfunction. The distributor conducted two retraining sessions at the facility on 19may2021. The instructions for use of the sling describe the necessity of crisscrossing the leg straps and are deemed adequate.

Event description:
A resident was being transferred with a medcare lift and a total body sling by one cna. The resident was dropped and was initially uninjured but was sent to the hospital for observation. The resident developed a bump after returning from the hospital so was sent to the hospital again for evaluation.